Event description:
Pt's family member called alleging the pt's meter was reading inacurrately high. In 2003 pt tested at approximately 8:00 am and obtained a reading of 549 mg/dl. They took 5-6 units of regular insulin and ate. They had a regularly scheduled doctor's appointment at 9:00 am. While at the doctor's they began to feel sweaty and clammy. The doctor's tested them and the result was 70 mg/dl and 54 mg/dl. They were sent to the e.r. Where they were given glucose. Pt's family member stated the reading of 549 mg/dl was taken at home, however, notes show meter was taken to the hosp where a meter to lab comparison was made, unable to confirm info. The meter has been replaced. No further info was obtained.